Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the proximal portion of the catheter was received for evaluation. The distal end was not returned. The hypotube shaft and collar were microscopically examined. The shaft was separated at the collar. The shaft inside the collar and the collar were damaged. There were numerous kinks throughout the hypotube shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on completed analysis on 14-jun-2017. It was reported that the catheter failed to cross the lesion. The target lesion was located in a coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. However, analysis noted the shaft fractured at the collar.